Manufacturer narrative:
Of the 6 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a display cloudy with moisture issue. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 6 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 183-210 pounds and between 2 and 68 years of age. Of the reported patients, 3 were male and 3 were female.

Manufacturer narrative:
Folow up #1 07/29/2017 device evaluation: in q2 2017, there were 4 instances of cloudy w/ moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.